Event description:
On 7/31/81, rptr received mammary implants for augmentation. She was 44 yrs old. On 8/17/81 and 8/31/81 her breasts were swollen, red and inflammed. They were fine after she took tegopen. On 1/28/92 she had a nodule on her right breast which later disappeared. She has capsular contracture of both breasts and loss of feeling. In 12/91, she had an inflammed right breast ("perhaps related to a 11/10/91 kidney stone"). From january to october 1992 she had joint problems of both feet and hands. On 10/92 mammogram revealed a leak in the outer bag of the right implant. From 12/92 to present she has been treated by a rheumatologist for rheumatoid arthritis. On 11/8/95, the implants of 1981 (one of which had a rupture in the outer, saline bag) were explanted. The doctor found no silicone outside of the implants. He implanted two all saline-filled mammary implants. Rptr understands that the explanted implants will be kept in storage for three months. She continues to suffer from rheumatoid arthritis. Whether or not it is related to the implants is still unknown. Explant date 11/8/95.